Event description:
It was reported that a malfunction occurred with a malfunction code. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and the malfunction did not recur after the reset.